Manufacturer narrative:
(B)(4).

Event description:
Procedure: neck dissection, oncology flaps. According to the reporter, 50% of the clips were slipping from the vessels. The staff opened two separate boxes of the same lot number, and the clip slippage continued. The account is returning all of the boxes with the same lot number. The patient is stable. The clips were malformed. The clips over crimped on closure, causing the legs to cross and some fell off all together. There was no unanticipated blood loss. This event did result in damage to a vessel. Operating room time was extended 30 minutes due to this issue.